Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The system was removed and will be replaced later. No further patient complications have been reported as a result of this event.